Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a bluetooth malfunction. The bluetooth was reset and the device paired successfully. The patient was in stable condition.